Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09dec2020.

Event description:
The customer reported low o2 alarm. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer¿s international service technician confirmed the reported issue. The customer has declined to repair the unit at this time. If further information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
G4:21apr2021 b4:(B)(6)2021 h11: the unit was not evaluated by the philips service technician since the customer declined service. H10: no additional patient information could be obtained. There was no patient or user harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.